Manufacturer narrative:
One cadd solis vip pump was returned in good physical condition. The event log of the system was reviewed and there was a system fault alarm 46,440 displayed. The pump was ran in user mode and in manufacturing mode. The pump was primed with 120ml through the extension set, tested and calibrated with the downstream occlusion sensor (dso). The error was not duplicated under normal running conditions. The event log recorded one instance of the error right after a partial latch alarm. The dso calibration procedure was successful. The pressure test was within specifications. There was no reason to think that the dso was not operating normally. The pump was manufactured 2018-04 so it would not have the old style dso and bezel that is commonly associated with this issue. It is very likely that an issue with the latch improperly closing may have set off this error. The pump will undergo preventative maintenance.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump showed a lec46440 when the technician was trying to do a preventative maintenance (pm). There was no patient involvement.